Event description:
Customer reported that a leak was noted from the slider part of the tubing (B) (4) that goes into the pump. No pt harm reported and no add'l clinical event details available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.